Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the patient's device was not working properly. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.